Event description:
It was reported that the pump had been alarming no disposable, and the tubing had been clamped. The stop/start button had been pressed to silence the alarm, but a double beep had been heard. The pump had been powered off, the clamp had been closed, and the cassette had been removed. No air had been present, but the tubing had been massaged. The cassette had been reattached, and the pump had been powered back on, but the double beep had persisted. The registered nurse had advised the patient to keep the clamp closed, power the pump off, and call the physician for further instructions. No further needs had been identified. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.